Manufacturer narrative:
The mcs instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si prostatectomy procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument, the bottom tip of the jaw broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.